Manufacturer narrative:
Inratio precision data provided by end-user: 1st inr: 3.5, 2nd inr: 2.6, mean: 3.05, sd: 0.64, %cv: 20.87. Discrepant results (accuracy) comparison of inratio test with lab results provided by end-user at time complaint was filed: inratio: 2.3, reference: 2.4, mean: 2.35, confidence limits: 1.4-3.1. Analysis of the customer¿s data revealed that test result comparison did not meet precision criteria. Follow up data from customer revealed that inratio and reference values meet accuracy criteria. No product is expected to be returned and no product information was provided from customer. Root cause could not be determined from the information provided by the customer. This complaint issue will be subject to tracking and trending. No corrective action required at this time as no product deficiency was established.

Event description:
Caller alleged imprecision with inratio meter. Results as follows: date: (B)(6) 2010, inratio: 3.5, 2.6. Caller also alleged discrepant results compared with the lab. Results as follows: date: (B)(6) 2010, inratio: 2.3, lab: 2.4.